Event description:
Same case as MDR# 6000089-2006-02485. It was reported by the patient that 6 months following a coronary stenting treatment procedure, he experienced complications. The consumer reported that he had a taxus express2 drug eluting stent implanted and another taxus express2 stent implanted three days later. The stent sizes were 3.0x20mm and a 3.5x8mm. It is unclear which stent was implanted on which date and it is unknown what vessel the stents were implanted. "Rhinitis and testicular tenderness were noticed in mid-june and persisting until mid-july." He was hospitalized with "swelling of throat and mucosal tissue with fluid backing up to the eyes." He reported that his "oxygen saturations at that time were below normal." He describes his "testicular changes being tenderness with contact to any surface and the skin being flaccid and clammy." The consumer also reported muscle pain and aching during this time period. He "continues to have rhinitis 24 hours a day and sinus inflammation and drainage." The consumer discontinued taking plavix and lipitor in september and "the symptoms have diminished." Attempts for additional information from the physician have been made.

Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. The manufacturing records for top assembly batch # 8026551 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.